Event description:
During a remote follow up, noise and myopotential oversensing were noted on the right atrial (ra) lead. Lead insulation damage was suspected. Technical support was contacted and also suspected lead insulation damage. During the ra lead revision procedure, the lead insulation damage was visually observed. The ra lead was fixed using a repair kit to resolve the event. The patient was stable.